Event description:
This spontaneous report was received on (B)(6) 2013, from a reporter and concerns a consumer (age and gender unspecified) from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss, cinnamon waxed for dental cleaning (route dental, lot number 2432d, expiration date and frequency unspecified). After an unspecified duration, the consumer noticed that the metal cutting part that was used to tear the floss broke off. The consumer also stated that the other part of the floss was intact. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2013, from a reporter and concerns a consumer (age and gender unspecified) from the united states. On an unspecified date, the consumer started using reach johnson and johnson floss, cinnamon waxed for dental cleaning (route dental, lot number 2432d, expiration date and frequency unspecified). After an unspecified duration, the consumer noticed that the metal cutting part that was used to tear the floss broke off. The consumer also stated that the other part of the floss was intact. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(6) 2013: the device name was updated from reach johnson and johnson floss, cinnamon waxed to johnson and johnson reach clean burst cinnamon dental floss. A review of the DHR and history of changes did not indicate johnson and johnson reach clean burst cinnamon dental floss failed to meet specifications. Field sample was evaluated and presented the insert broken where it holds the cutter. Disposition was confirmed. Complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.